Manufacturer narrative:
On 06/19/2018, mentor received additional information about the event: - the event date was originally reported to be (B)(6) 2017. New information states that the event date is (B)(6) 2018. - patient¿s explanted devices were replaced with a mentor memorygel breast implant 600cc gel breast prosthesis and a mentor memorygel breast implant 500cc gel breast prosthesis. On 07/05/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with saline mentor breast implants of unknown type and experienced bilateral deflation. The deflation was diagnosed by the healthcare professional by MRI. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 05/08/2018, mentor received additional information about the event. The explantation date was originally reported as 04/06/2018. New information states that the patient will undergo explantation on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/13/2018, mentor discovered that the received devices are mentor gel breast prostheses, not saline as initially reported. Brand name, catalog number, lot number, serial number are all unknown. On 08/30/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team¿s visual examination of the device revealed a line of shell wear on the anterior view, suggesting in-vivo folding or creasing of the device. A rent was observed at the end of the shell wear on the anterior view extending to the posterior, measuring 10.0 cm. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).